Event description:
It was reported that the buttons on the customer's insulin pump were not working and the keypad had separated from pump. Customer was advised to discontinue use and he stated he would not. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.